Manufacturer narrative:
No samples or photos available to investigate. Two lot numbers possibly related to this report were provided by the account. Hollister verified that these lots of products were sterilized in accordance with the dmr. In addition, a review of the DHR found the records to be complete and accurate.

Event description:
It was reported that the end user was hospitalized for urosepsis. It was reported that the end user's wife, who catheterizes the patient, stated that the collection bags were leaking from a potential hole or edge seal failure. The user's wife also reported that the catheter's no touch sleeve pulls like chewing gum, tears, and leaks. There was no allegation of contamination. It was further reported by the wife that there was nothing wrong with the catheters themselves and the urine was able to be drained as intended. The treatment reported by the wife was with high doses of antibiotics and then discharged from the hospital.